Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented at office consultation because the device was not working properly. Two weeks later, a surgical procedure was performed and a hole was found in the left cylinder. The cylinder and pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Estimated as two weeks prior to explant.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this the inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders, pump and reservoir were visually and microscopically examined, and leak tested. The cylinders were also pressure and the pump was functionally tested. No anomalies were found with the pump and reservoir. There was a hole in the outer tubing, however, no fluid leak was present. Based on the information available and analysis results, the hole identified in the cylinder could have caused or contributed to the reported clinical observation of hole/perforated. B3: estimated as two weeks prior to explant.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented at office consultation because the device was not working properly. Two weeks later, a surgical procedure was performed and a hole was found in the left cylinder. The cylinder and pump were removed and replaced. There were no patient complications reported.